Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the perforation was attributed to guidewire manipulation. In addition, the patient¿s small lv and history of steroid use may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(4) affiliate that a patient died post balloon valvuloplasty from ventricular perforation. The case started with a plan to decide valve size by measuring with a 23mm balloon aortic valvuloplasty (bav) catheter during the bav. The aortic valve was initially crossed with a straight wire using an al-1 catheter. This was exchanged to an extra stiff wire with a shaped tip and a pigtail catheter. Mitral regurgitation worsened but the patient was hemodynamically stable. Bav was performed with a 23mm edward¿s balloon. Upon inflation the balloon moved aortic, thought to be caused by a small lv and limited annular calcification. Recovery of bp was very slow after rapid pacing. After the patient¿s hemodynamics recovered, the second bav was performed but the balloon moved aortic again. The physician thought that the extra stiff wire placed in the lv was unstable, so it was withdrawn and the tip was re-shaped to smaller curve. The extra stiff wire was inserted into the lv again and the third bav was performed, while pushing the balloon catheter with the extra stiff wire, but the balloon moved aortic again. The heart team assessed that the implantation of a sapien xt would be difficult due to the slow recovery after rapid pacing and the balloon movement, so efforts to successfully dilate the stenotic valve continued with the bav catheter. A fourth bav was performed while pushing the bav catheter with the extra stiff wire into lv but the balloon again moved aortic. Angiography for annular sizing showed some leakage around the balloon into the lv so the fifth bav was done with a 25mm tyshak balloon with nominal volume but the balloon still moved aortic. It was decided to end the procedure. The patient was hemodynamically stable, with no vascular injury noted. The patient was extubated in the operating room and transferred to the ICU. In the ICU, the patient¿s blood pressure (bp) started to drop and cardiac tamponade was observed; pericardiocentesis was performed. The patient stabilized but underwent open heart surgery to find the cause of the bleed. During surgery, an epicardial hematoma and a few tears on the posterior wall between the anterior and the posterior papillary muscle and the lv were found. The injury was attributed to the curved section of the guidewire. On pod2, the patient passed away. The details about the patient¿s death are unknown.